Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the force bipolar instrument was broken, and the customer was not able to get the instrument out of the body. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the surgeon to hit the emergency button on the surgeon side cart (ssc) and to use instrument release kit (irk). The surgeon stated that this would not help because the instrument broke near the wrist joint and it was bent backwards. The tse asked the surgeon to send a video for better understanding and guided the surgeon to remove the instrument together with the cannula. Surgeon was able to do so. The tse asked the surgeon to check if anything had fallen into the patients body and the surgeon confirmed that no parts were in the patient's body. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken instrument, an investigation is in progress to determine the cause of this reported event. The tse guided the surgeon to remove the force bipolar instrument together with the cannula. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. However, the product has not yet been received for failure analysis testing. This complaint is a reportable malfunction event due to the following conclusion: the instrument could not be removed from the cannula due to an unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.